Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) According to end-user, the skin is cleansed with warm water and shower gel, then is patted dry. Once dried, end-user applies the following products: allkare protective barrier wipes; stomahesive powder, and applies barriers again. End-user was provided instructions on proper skin-care and crusting technique by first applying stomahesive power then the protective barrier wipes. Lastly, end-user was instructed to seek medical attention for a possible fungal infection. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.

Event description:
End user reports a "itchy, red spotty" rash with area to the left lower quadrant on peristomal skin, located under wafer's mass but not extending to tape border. Actual size of rash is unk. End-user states that the redness began about 3 to 4 weeks ago. Product has been in use for 3 to 4 weeks.